Event description:
The customer contacted baxter's service center regarding a disconnection which occurred on the home choice (hc) just after therapy. The home patient (hp) stated that she disconnected then realized she had not closed her transfer set before disconnecting. The hp wanted to know if this was ok. The technical services representative (tsr) advised the hp to follow up with the peritoneal dialysis registered nurse with this issue. The hc was functioning properly. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2013 and she said she contacted her nurse immediately after. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A 510k number cannot be provided as the product code and lot number are unknown. If additional relevant information becomes available, then a follow up report will be submitted.